Event description:
Event description guidant received information that lead impedance measurements triggered the lead safety switch feature on the device for both the ventricular and atrial leads. Daily measurements and pacing threshold measurements displayed for both leads were within normal limits.